Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient but kept getting low flow alarms. When they try emptying the pads, the arctic sun device was alarming 07 empty pad cycle not complete. Nurse stated that the nurses last night had tried initiating therapy but were having low flow issues. The provider ended up cancelling the order for therapy but now they wanted to start it. Confirmed they have four pads connected. Had nurse disconnect pads. Walked through placing device in manual control. Without pads, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 51 percentage, system hours were 548 and pump hours were 381. Had nurse connect all pads with proper technique, confirmed all tubing is straight with no kinks or bends, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -7.1psi, and circulation pump command (cpc) was 81 percentage. Tried resuming therapy, after a few minutes wfr 1.5 l/min and screen showed low flow banner. Nurse stated one of the leg pads did seem to have a lot of bubbles in the clamp, but they all clicked into place. Disconnected pads and placed in manual control. Had nurse attach one pad at a time, right chest pad, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 71 percentage. Added left chest pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 65 percentage. Added left leg pad, water flow rate (wfr) was 1.6 l/min, inlet pressure (ip) was -6.2psi, circulation pump command (cpc) was 70 percentage. Added right leg pad, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 74 percentage. In regular therapy, water flow rate (wfr) was around 1.5 l/min. Suggested to try these pads with another machine if possible. Nurse borrowed another device from sicu, connected pads to new device and started therapy. After a few minutes water flow rate (wfr) was 2.1-2.3 l/min. Suggested if they did not need their device currently, they might have biomed evaluate it to confirm everything was in specifications, s/n was (B)(6).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No actions can be taken at this time since a root cause was not identified. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient but kept getting low flow alarms. When they try emptying the pads, the arctic sun device was alarming 07 empty pad cycle not complete. Nurse stated that the nurses last night had tried initiating therapy but were having low flow issues. The provider ended up cancelling the order for therapy but now they wanted to start it. Confirmed they have four pads connected. Had nurse disconnect pads. Walked through placing device in manual control. Without pads, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 51 percentage, system hours were 548 and pump hours were 381. Had nurse connect all pads with proper technique, confirmed all tubing is straight with no kinks or bends, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -7.1psi, and circulation pump command (cpc) was 81 percentage. Tried resuming therapy, after a few minutes wfr 1.5 l/min and screen showed low flow banner. Nurse stated one of the leg pads did seem to have a lot of bubbles in the clamp, but they all clicked into place. Disconnected pads and placed in manual control. Had nurse attach one pad at a time, right chest pad, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 71 percentage. Added left chest pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 65 percentage. Added left leg pad, water flow rate (wfr) was 1.6 l/min, inlet pressure (ip) was -6.2psi, circulation pump command (cpc) was 70 percentage. Added right leg pad, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 74 percentage. In regular therapy, water flow rate (wfr) was around 1.5 l/min. Suggested to try these pads with another machine if possible. Nurse borrowed another device from sicu, connected pads to new device and started therapy. After a few minutes water flow rate (wfr) was 2.1-2.3 l/min. Suggested if they did not need their device currently, they might have biomed evaluate it to confirm everything was in specifications, s/n was (B)(6).